Event description:
It was reported that this patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection. This system was then explanted. No additional adverse patient effects were reported.